Event description:
It was reported that the pt was sedated and underwent high intensity frequency ultrasound (hifu) treatment to the abdomen, and inner and outer thighs. Following the treatment the pt could not dorsiflex and had numbness with plantar flexion. Approximately one month post treatment the pt is experiencing pins and needles sensation in her right leg and "paralysis-like symptoms" in her left leg, but can move her toes.

Manufacturer narrative:
Received and confirmed the replaceable treatment cartridge (rtc) showed usage, no cosmetic defects were observed. Passed all tests performed, no problems were found with the rtc. Nothing out of the ordinary was noted with the system during the treatment. The log files from the treatment date were reviewed; no errors were detected by the system during treatment. Several decoupling events and a cap low error were recorded during the treatment. A decoupling event may occur due to a lack of coupling fluid between the treatment head and the body, especially if body part being treated is more rounded or insufficient coupling fluid, when the system decouples a warning message is posted on the screen and then treatment continues. It was reported that the pt had adequate adipose tissue (more than 2.5cm) present in the treatment areas, however this could not be confirmed as photographic evidence was not provided. The injury relates to use in an area of the body where there are major nerve trunks. It is likely the compression of the tissues in this area with the treatment head flattened the tissue thickness and permitted hifu to reach the nerve trunks underneath. The exact prognosis for this pt is unk.